Event description:
Customer reported that he notice a little piece under the reservoir is loose. Customer stated that the drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with flush drive support disk, scratched display window, cracked battery tube threads and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.